Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the powerport isp m.r.I. Implantable port products that are cleared in the us. The pro code for the powerport isp m.r.I. Implantable port products is identified in d2. The lot number for the device was provided; therefore, a lot history review is currently being performed. The device was returned to the manufacturer for evaluation. The company is still investigating the issue at this time. The device is labeled for single use. H10: g4. H11: g1. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 8808561 implantable port allegedly experienced break and failure to advance. This information was received from one source. One patient was involved with no patient consequences. The patient was a 34 year old female. Weight information was not provided.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the powerport isp m.r.I. Implantable port products that are cleared in the us. The pro code for the powerport isp m.r.I. Implantable port products is identified in d2. H10: the lot number for the device was provided; therefore, a lot history review was performed. The device was returned to the manufacturer for evaluation. The investigation is confirmed for fracture, break, material separation, stretched and failure to advance. A definitive root cause for the reported event could not be determined. The device is labeled for single use. H10: g4, h6 (device: 1562, 1601) h11: h2, h6 (results, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 8808561 implantable port allegedly experienced break and failure to advance. This information was received from one source. One patient was involved with no patient consequences. The patient was a 34 year old female. Weight information was not provided.

Manufacturer narrative:
The catalog number has not been cleared in the us, but is similar to the powerport isp m.r.I. Implantable port products that are cleared in the us. The pro code for the powerport isp m.r.I. Implantable port products is identified. The lot number for the device was provided; therefore, a lot history review is currently being performed. The device was returned to the manufacturer for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 8808561 implantable port allegedly experienced break and failure to advance. This information was received from one source. One patient was involved with no patient consequences. The patient was a (B)(6) year old female. Weight information was not provided.